Event description:
Information received regarding the explanted device notes that the patient fell down a flight of stairs and presented to the emergency room for a check. Ten days later, the patient was seen for worsening heart failure. Interrogation of the device revealed intermittent capture at 7.5 v. A chest x-ray revealed good lead position despite non-function due to symptomatic deterioration of heart failure. The lead was replaced.